Event description:
On (b)(6) 2026 a patient in the USA underwent a procedure for the placement of Percutaneous Endoscopic Gastrostomy (PEG) tube. On (b)(6) 2026 during a tubing replacement, the aspirated during the PEG / J Replacement. and developed pneumonia. The patient was hospitalized for 2 days and was treated with 2 unspecified Antibiotics.On an unknown date, the patient was discharged home.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed.Aspiration pneumonia is a known complications of a PEG tube/ J-tube placement. If any further relevant information is identified or obtained, a supplemental MedWatch will be filed.